Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that her son was getting another no delivery alarm on the insulin pump. Customer's blood glucose was 565 mg/dl and he treated with a manual injection. Caller stated that she does not want to troubleshoot for the high blood glucose and the no delivery alarms. Caller wants the pump replaced now. Caller was advised to check for a bent cannula. Caller found a bent cannula and agreed to troubleshoot. Customer had high blood glucose symptoms of nausea and a stomach ache. Caller stated that the insulin did exit during manual prime. Customer's settings and programming were reviewed and found to be correct. Customer had a no delivery alarm in the alarm history. Customer did not have the tubing clamp. Caller was advised that a tubing clamp will be shipped and to be call back to continue troubleshooting once it is received. Customer was advised to do a complete set change.